Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the device's error log evaluation, a critical battery error code was identified. The customer requested that no repair be performed.